Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that pharmacist disconnected and reconnected the cabinet power cable, which restored communication and functionality. The system functioned as intended after the pharmacist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the cabinet was offline due to a power outage at the facility. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.